Event description:
On or about (B)(6) 2009, the plaintiff was implanted with an ams miniarc sling to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff alleges to have "suffered serious bodily injury, continue incontinence, extreme pain, erosion of her internal body tissue, additional surgeries, continual bladder and urethra infections, and other injuries" plaintiff alleges that "after the implant surgery in 2009, plaintiff's urinary incontinence and lower abdominal/back pain, and other symptoms resurface, resulting in another mesh implant surgery on (B)(6) 2010." Plaintiff alleges to have "experienced significant mental and physical pain and suffering, has required additional surgeries and/or medical treatment and has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.